Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lwca, implanted: (B)(6) 2018, other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported all of patient 's device was removed due to infection about 2 weeks ago. It was reported that it made her very sick and she is diabetic. Patient stated they may try another device in six months if she heals well and being she is a diabetic she have to heal very well. The patient indicator for use were for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.